Event description:
It was reported a patient underwent an unknown ob-gyn surgery on (B)(6) 2022 and suture was used. During use, the needle was detached from the suture easily. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information provided: it was a control release needle. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays performed to localize the needle? =>no further information is available. Was the needle removed from the patient? =>no further information is available. No further information will be provided. No product will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/19/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.